Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 38-499 mg/dl. Customer addressed low blood glucose by consuming carbohydrates. Customer changed pump supplies to address the issue and resumed insulin delivery.